Event description:
It was reported by a getinge field service engineer (fse) that during preventative maintenance (pm) that the fiber connector on the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement and thus no adverse event reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) who discovered the reported issue, replaced the fiber optic connector to resolve the issue. The unit passed all calibration, functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by a getinge field service engineer (fse) that during preventative maintenance (pm), the fiber connector was broken. There was no patient involvement and thus no adverse event reported.